Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years and five months later, an ultrasound bilateral complete showed that there was no evidence of deep vein thrombosis seen bilaterally. One the same day, it was noted that the inferior vena cava filter was with flat waveforms in the bilateral common femoral veins suggestive of elevated venous pressures, possibly inferior vena cava filter chronic occlusion, which could account for some of the patient¿s symptoms of secondary lymphedema. Approximately two weeks and five days later, computed tomography (CT) revealed that there was no evidence of caval thrombosis and no obvious iliac, common femoral or femoral deep vein thrombosis. An inferior vena cava filter was present and intact in the infrarenal inferior vena cava and the inferior vena cava was patent. The filter was a bard recovery filter and computed tomography (CT) revealed that an inferior vena cava filter was present and intact in the infrarenal inferior vena cava; the inferior vena cava was patent. There was no evidence of caval thrombosis and no obvious iliac, common femoral or femoral deep vein thrombosis. Approximately two weeks and two days later, a lower inferior vena cava venography revealed that an indwelling inferior vena cava filter was noted with the cone at the l2 level and the lower inferior vena cava was widely patent. On the same day, the patient experienced lower abdomen pain and computed tomography (CT) revealed that the top of the filter was approximately 2.8 cm below the takeoff of the renal veins. There was no filter tilting. One of the anterior legs of the filter had perforated the inferior vena cava anterior wall, with a clearly defined fat plane between the anterior leg and inferior vena cava wall. No evidence of filter breakage or abnormal migration was noted. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and occlusion of the ivc filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs and occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.